Event description:
It was reported that during central processing, that the small grasping retractor instrument wires coming out of the joint. There was no report of patient involvement. Intuitive surgical, inc. (Isi) performed multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the small grasper retractor instrument associated with this complaint and completed its investigation. Failure analysis (fa) found the primary failure of broken pitch cable to be related to the customer reported complaint. The instrument was found to have a broken pitch cable at the distal end. The broken cable segment that contains the crimp was still installed in the clevis. Pitch cable breakage occurs when tensile load exceeds the ultimate strength of the material. The pitch cable construction is designed to optimize load and fatigue (cycling) characteristics. Variation in customer use conditions, procedure type, patient anatomy, product handling, instrument tip lengths, grip torque, and manufacturing tolerances are a few variables which can influence pitch cable failure. The root cause for the broken pitch cable was found to be a component failure and related to device design. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. A review of instrument log was performed. Per the review, the instrument was last used on (B)(6)2022 on system sk4212. The small grasping retractor has 5 uses remaining after last use. No image or video clip for the reported event was submitted for review. This complaint is reportable due to the following conclusion: this instrument is designed with two pitch cables each with a crimp at the distal end. If a pitch cable breaks at the distal end, a cable segment and/or the crimp could fall into the patient. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.